Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not rewind. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with down arrow and up arrow buttons unresponsive due to corroded keypad traces. Unable to confirm rewind anomaly or perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, minor scratched and cracked display window, stained end cap sticker and stained address number label.